Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens and ail loose. Event history log review was performed and found evidence of reported. Visual inspection and functional testing were performed. The customer's reported problem unable to be determine. However, the customer concern "error 46876" verified one instance in history. According to the investigation the cause was unknown, but error code refers to self-test failure. Service replace the main pcb for error code 46876 (which refers to a self-test failure) as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code "46876". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.